Manufacturer narrative:
Device evaluation summary: the reported inaccurate readings due to underestimation was not verified during service. Service technician stated that it is assumed that the problem was resolved following the cleaning of the liftwire. No anomalies were detected. Electrical safety measurements were performed, along with liftwire and temperature checks. A heptrac test was also carried out with a positive result. The instrument is fully functional with no limitations. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of an act plus instrument, it was reported inaccurate readings due to underestimation. There was no patient impact associated with this event.